Event description:
During an atrial fibrillation ablation procedure, thrombus formed on the tip of the catheter. Initially when ablating on the right side and rounding the right inferior vein and coming onto the septum, the impedance increased. Due to such, ablation was stopped. In the additional ablations, impedance rises were noted and the max temperature was obtained relatively quick. The physician removed the catheter and noted a small thrombus. The ablation catheter was exchanged and the procedure was completed. The patient was kept overnight for observation with no initial consequences noted. It is unknown if the patient had a predisposition thrombus.

Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No char or blood-like substances were noted at the distal tip of the catheter. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, optical fibers 1-3 met specifications for optical properties. During electrical testing, the magnetic sensor, both thermocouples, and electrodes 1-4 met specifications. The catheter shaft deflected in both directions when the steering mechanism was actuated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported thrombus remains unknown.